Event description:
In 2009, the patient reported that she has been experiencing elevated blood glucose of 300 mg/dl and she does not believe the infusion device is delivering insulin accurately. Her normal blood glucose range is 100-150 mg/dl. Symptoms of elevated blood glucose are nausea and thirst. She boluses 6-7 units of insulin or injects insulin via syringe to lower her blood glucose. She stated that the time and basal rates are programmed correctly on the infusion device. She stated that she changes the insulin cartridge every 6-7 days and notices elevated blood glucose toward the end of the insulin cartridge. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.